Manufacturer narrative:
The device was returned and analyzed. The device met 87% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that premature battery depletion was observed on the implantable pulse generator (ipg). It was also reported that the right ventricular (rv) lead had high thresholds. The ipg was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.